Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized for a not diabetes related issue. The customer experienced nausea before going to the hospital. Blood glucose at the time of the incident was 342 mg/dl. Nurse stated that the customer had a hyperglycemic event while in the hospital. The customer was in the intensive care unit; she treated with the insulin pump which was removed, and then they treated with insulin drip. Blood glucose at the time of the call was 376 mg/dl and the customer had no symptoms at the moment. Troubleshooting was declined. The insulin pump will not be returned for analysis.